Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient collapsed and was admitted to the hospital. Pacemaker histograms indicated that pacing occurred at rates below base rate of 60 beats per minute. A device software anomaly caused the pulse generator to report an anomalous reading. After review of the patient medical history and further examination in clinic, the physician determined that low blood pressure was more than likely the reason for the patient collapse. The patient would be monitored.